Event description:
While using the goose neck snare to retrieve a stent, the marker band from the snare catheter became dislodged and prevented the snare's movement. The snare had captured the stent and could not be released. The pt was sent for surgical retrieval of the stent as well as the snare.